Manufacturer narrative:
On 05/11/2015 additional information: siemens received the patient sample to be tested in-house. The sample was tested on two lots (100069 and 100070). The results were (B)(6) for both lots. The customer had received an index of 0.47 on lot 100070 at the customer site which is considered (B)(6). Siemens was unable to confirm the initial (B)(6) value obtained at the customer site. However, the value at the customer site was very near the cutoff and the results obtained in house are right above the cutoff. All the values obtained on lot 100070 are within 10% of each other. The data suggests this is a cutoff sample. (B)(6). The cause for the discordant (B)(6) total result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The IFU states in the intended use" "this assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection."

Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. Siemens healthcare diagnostics has requested if the patient sample is available for further testing and investigation. The instrument is performing within specifications. Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." Us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or plasma (potassium edta plasma, lithium or sodium heparinized plasma). The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The patient sample was repeated on a second advia centaur xp and the result was (B)(6). The other (B)(6) tested for the same sample indicate a (B)(6) result. The pt had a (B)(6) result from (B)(6) 2014 and a (B)(6) result from 2002. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.